Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely due to remaining longevity decreasing from 11 years to 6.5 years over the past 6 months. A request was made to have data from this device analyzed. Disk analysis will be performed upon receipt of the data. The device remains in service. No adverse patient effects were reported.